Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11.

Manufacturer narrative:
The following sections were updated: b4, d9, g3, g6, h2, h3, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for malposition-valve migrates from deployment position was confirmed with empirical evidence, but no manufacturing non-conformities were found on the returned sample at this time. Procedural imaging was not provided for review. A device history record review was conducted and there were no nonconformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Malposition events such as migration may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), procedural factors and patient factors. Migration may occur as a result of lack of leaflet capture and rv volume changes upon implantation or volume management. The mismanagement of rv volume may result in valve instability and may cascade to valve migration. Available information suggests that procedural factors (sub-optimal depth, lack of leaflet capture) could have contributed to the event, however, procedural imaging was not provided for review so the root cause cannot be determined.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, edwards received notification of a 56mm evoque procedure in the tricuspid position where on post-operative day 11, the patient was re-admitted and the valve was observed to be malpositioned and surgery was performed the following day. The valve was explanted. During evoque procedure prior to deploying the valve, it was identified that the anterior side was lower (between 6-10 mm from the annular plane) compared to the other sides of the valve (between 0-5 mm from the annular plane). However, there was no rocking or paravalvular leak (pvl) noted in that segment. The initial tricuspid regurgitation (tr) grade was torrential, and it was none/trace post-procedure. The echo physician re-assured during post-operative day 2 that the transthoracic echo showed well seated valve and no pvl. Additionally, the patient was also due for discharge on day 2 post procedure. On post-operative day 11, the patient was re-admitted, and the valve was observed to be malpositioned. The valve was explanted on post-operative day 12.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Based on the complaint investigation, the complaint for malposition - valve embolizes into atrium was confirmed with empirical evidence. Procedural imaging was not provided for review. The clinical specialist that supported the case reported that prior to valve deployment, the anterior side of the valve looked lower than the other sides of the valve. Following deployment, the valve appeared stable, with no rocking or pvl observed. The site reported that the patient was re-admitted post-procedure, and the valve was observed to be floating in the ra and the valve was explanted. Available information suggests that procedural factors (sub-optimal depth, lack of leaflet capture) could have contributed to the event, however, procedural imaging was not provided for review so the root cause cannot be determined. No information received or available suggests that the technical summary does not apply. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. Since there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional information was received by an edwards clinical specialist that when the patient was readmitted, the device was in floating in the ra. The patient had symptoms of recurring shortness of breath at the time. They believed that the root cause was that it embolized as the device was canted - lower on anterior side.